Manufacturer narrative:
This MDR is being retracted as it is a duplicate of a record already submitted 1018233-2025-02860. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the arctic sun device alerting 02 low flow. Water flow rate (wfr) was 0 l/m 2 pads connected because of skin issues on legs. System diagnostics, outlet monitor temperature (t1) was 7.9c, outlet control temperature (t2) was 8.1c, inlet temperature (t3) was 21.4c, chiller temperature (t4) was 4.4c, water flow rate (wfr) was 0 l/m, inlet pressure (ip) was -6.6psi, circulation pump command (cpc) was 39 percentage, mixing pump command (mpc) was 18 percentage, heater command (hc) was 0, water reservoir level (wrl) was 5, system hours were 6406.8, pump hours were 5236.5. Had them add 2 leg pads to device and lay aside. Tried to restart therapy but device primed to 0 l/m. Stopped therapy and drained pads. Device alerted 07 empty pads not complete x 2. Disconnected pads and placed device in manual at 10c with no pads. System diagnostics, outlet monitor temperature (t1) was 10.7c, outlet control temperature (t2) was 10.8c, inlet temperature (t3) was 10.7c, chiller temperature (t4) was 4.5c, water flow rate (wfr) was 0.9 l/m, inlet pressure (ip) was -7 psi, circulation pump command (cpc) was 31 percentage. Mixing pump command (mpc) was 20 percentage. Heater command (hc) was 0. Reconnected pads while still in manual control. Device alerting low air leak and water flow rate (wfr) was stabilized at 0 l/m. Good airflow to the back and no large accumulation of dust or debris. Device alerted 07 empty pads not complete again. Disconnected pads. Advised to swap out to another device and send this one to biomed labeled 02 low flow. Sn (B)(6).

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the arctic sun device alerting 02 low flow. Water flow rate (wfr) was 0 l/m 2 pads connected because of skin issues on legs. System diagnostics, outlet monitor temperature (t1) was 7.9c, outlet control temperature (t2) was 8.1c, inlet temperature (t3) was 21.4c, chiller temperature (t4) was 4.4c, water flow rate (wfr) was 0 l/m, inlet pressure (ip) was -6.6psi, circulation pump command (cpc) was 39 percentage, mixing pump command (mpc) was 18 percentage, heater command (hc) was 0, water reservoir level (wrl) was 5, system hours were 6406.8, pump hours were 5236.5. Had them add 2 leg pads to device and lay aside. Tried to restart therapy but device primed to 0 l/m. Stopped therapy and drained pads. Device alerted 07 empty pads not complete x 2. Disconnected pads and placed device in manual at 10c with no pads. System diagnostics, outlet monitor temperature (t1) was 10.7c, outlet control temperature (t2) was 10.8c, inlet temperature (t3) was 10.7c, chiller temperature (t4) was 4.5c, water flow rate (wfr) was 0.9 l/m, inlet pressure (ip) was -7 psi, circulation pump command (cpc) was 31 percentage. Mixing pump command (mpc) was 20 percentage. Heater command (hc) was 0. Reconnected pads while still in manual control. Device alerting low air leak and water flow rate (wfr) was stabilized at 0 l/m. Good airflow to the back and no large accumulation of dust or debris. Device alerted 07 empty pads not complete again. Disconnected pads. Advised to swap out to another device and send this one to biomed labeled 02 low flow. Sn (B)(6).